Manufacturer narrative:
Correction to add customer location and check user facility in g2.

Event description:
It was reported that the patient's right ventricular lead and atrial lead were extracted due to valve endocarditis. No further information was provided.